Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred after completing the load sequence. A new cartridge was loaded resolving the issue. No damage was noted to the cartridge in use during the cartridge alarm. There was no adverse impact to the customer's blood glucose level.